Manufacturer narrative:
(B)(4). Batch #m91n4j. Investigation summary the device was received with the blade broken off and not returned with the device. In addition, the blade was discolored (blue) due to heat generated from contact between the blade and the tissue pad. The device was functionally tested with a gen11. During functional testing, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. A probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Once minor blade damage has occurred, subsequent activations may increase damage severity and can result in failing the pre-run test followed by an alert screen, such as ¿tighten assembly,¿ ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure.

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.